Manufacturer narrative:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of general redness and blisters/welts while wearing the mcot flexwire with s&w electrode. The patient did seek medical treatment and was prescribed a topical steroid to the treat the irritation. The patient did take a break or discontinue service due to the skin irritation. The skin preparation steps were not followed as the patient did not use scrub pads. The patient did report having sensitive skin and unknown allergies. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitizing the electrode - pad - s&w electrode is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient used improper application techniques and has a known medical/dermatologic condition of sensitive skin and unknown allergies. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2026 that they experienced skin irritation in the form of general redness and blisters/welts while wearing the mcot flexwire with s&w electrode.the patient did seek medical treatment and was prescribed a topical steroid to the treat the irritation.the patient did take a break or discontinue service due to the skin irritation.the skin preparation steps were not followed as the patient did not use scrub pads.the patient did report having sensitive skin and unknown allergies.